Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to network issue. A technical support specialist logged on to server & station and found blocked ports and hospital information technology corrected the settings for the network to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system were not receiving orders from epic. The customer reported that the device displayed a disconnected error, and it was slower to access the medications as the stations were not communicating. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.